Manufacturer narrative:
This is a duplicate of MDR 2134265-2019-13637, so patient codes were removed.

Event description:
It was further reported that the patient had a preexisting pericardial effusion that was not concerning, and the procedure was completed without issue. Later in the evening when the patient complained of chest pain, another physician on duty opted to tap the pericardial effusion. As the pericardial effusion was too small, the physician could not successfully drain any fluid. The patient has a history of ventricular tachycardia (vt) and the reporting physician believes the chest pain was likely related to the vt. The patient remained in the critical care unit (ccu) related to the vt as they were having intermittent runs ranging up to 170 beats per minute. The patient remained hospitalized to ensure the medications were correct and that they were in good condition to be discharged as the patient lived far from the health care facility. Ablation was not performed. The length of stay in the hospital was confirmed to be approximately 2 weeks. The closure device is good. It is sealed off and the patient is off oral anticoagulant medication (oac) and has had no strokes.

Event description:
It was reported that the patient experienced a serious injury. It was reported via social media that the patient had the watchman left atrial appendage closure (laac) procedure and had problems. They spent 18 days in the intensive care unit and underwent a month of therapy.